Manufacturer narrative:
The device was reported to be repaired by the customer. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system locked up during the boot process. No patient serious injury or death was reported related to this event.